Event description:
It was reported that on (B)(6) 2020, the patient experienced major bleeding from the intra-adipose artery around the old driveline penetration site. The patient underwent reoperation and transfusion with at least 16 units of packed red blood cells. There was no anticoagulant treatment at the time of the event. The cause of bleeding was due to the complexity of medical management. It was reported that the patient had multiple low flow alarms after implantation. Log file analysis showed several low flow events between the date of implant (B)(6) 2020. It was later reported that log file analysis found several pulsatility index (pi) events related to the low flows.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively established through this evaluation. Additionally, review of the submitted system controller log file confirmed the reported low flow alarms. However, a specific cause for the low flow events could not be determined through this evaluation. The submitted system controller event log file captured transient low flow alarms on (B)(6) 2020. Of note, elevated pulsatility index (pi) values were captured during the low flow events. No atypical alarms or events were captured. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas and provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition, states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and explains that changes in patient conditions can result in low flow (such as hypertension). Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.